Event description:
It was reported that stent damage occurred. A saphenous vein graft (svg) procedure was performed on a 60 to 70% stenosed target lesion, located in the mildly tortuous distal right coronary artery (rca). A 4.00 x 24mm synergy xd was used for treatment. It was noted that a non boston scientific embolic protection wire was not closed into the sheath prior to retraction. The non boston scientific filter basket caught onto the synergy xd stent struts, which deformed and damaged the stent. An attempt to rewire through the stent was performed, but was unsuccessful. The procedure was completed and the patient had good flow. No patient complications resulted in relation to this event and the patient was reported to be stable upon completion of the case.